Event description:
Inspection of all the potentiometers of the unit found the following potentiometers bad: the potentiometers were upper pressure limit, pclap, peep, pause time, trig sens, insp rise time, insp time percent, and upper alarm limit. No patient injury occurred as this unit was not on a patient. The unit is not back in service as they are awaiting parts.